Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device identified that the glass cap and metal cap were detached and not returned. The fiber was tested with hene laser fixture, aim beam is present at fiber break. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber. Based on the observed metal cap and glass cap detachment, an evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted metal cap and glass cap detachment. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
During preparation for a photoselective vaporization procedure of the prostate, the fiber to be used for treatment was confirmed to be in good condition. It was reported that during the procedure the fiber metal cap became loose and it was not emitting enough energy during treatment. The fiber cap was observed to be rotating and remained attached. The procedure was completed with a second fiber without patient complications. The fiber was returned and analysis found the metal and glass caps were detached and not returned.